Event description:
During a surgical procedure, the bur broke off and fell into the surgical site. It was removed via suction clamp. The remaining portion of the bur was stuck in the attachment. The procedure was completed with back up equipment. There is no adverse consequence reported as a result of this malfunction.

Manufacturer narrative:
The customer has confirmed that the device will not be returned to the manufacturer.